Manufacturer narrative:
(B)(4). Anti-backup failure, malformed clip. The device was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling the device, two partially formed clips were fed due to the early release of the trigger. Possible causes for this condition may be attempting to squeeze the device trigger when it has not been fully returned or by stopping the firing sequence and pulling the trigger open. The testing was continued and the remaining ten clips were found to be scissored; the device locked out as intended. In addition, the orange indicator wheel did not show up completely. Although it is not possible to conclude how the circumstances occurred, it is known that an excessive application of torque to the jaws can create a misalignment of the tips; this may result in clip malformation. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, device jammed/locked during use. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested. The following was received: the product jammed with the clip in the device. It wasn't on tissue at the time.